Event description:
It was reported that, "headless pin got stuck in cutting blocks."

Manufacturer narrative:
Method: visual exam, device history review, complaint history review, material analysis functional testing. Results: visual exam confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Material analysis shows the material to be in accordance to the values in the material specification. Functional testing indicated confirms the reported event. Conclusion: appears to be design related.